Event description:
It was initially reported that patient was having a generator replacement due to end of service. The generator was unable to be interrogated. Once the new generator was attached to the lead high impedance was received on diagnostics. Consents were not signed at the time of the surgery for a lead replacement, so the lead was not replaced at that time and was replaced at a later date.